Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter for lot #7236545 item #305106. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the needle 30x1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305106, batch no.: 7236545. Per email: on (B)(6) 2019, distributor was notified via phone of a product complaint. The specialist spoke with the physician on (B)(6) 2019 reporting that there was some type of plastic at the end of the injection needle. The physician just wanted to report that issue with the plastic at the end of injection needle and she did not wish to be followed up and there was no further information.